Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was having a suction problem with the purewick urine collection system and it was not working as it should. Also stated the purewick urine collection system worked on and off, tried precautionary steps and still experienced leakage. It was noted that the patient had been using the purewick products for less than 90 days. Per customer via phone on (B)(6) 2021, stated that the machine was not suctioning properly and also added they thought the machine shocked the patient and the patient did not feel safe using it. Per cardinal health email on (B)(6)2021, it was reported that the purewick urine collection system would not suction properly.

Manufacturer narrative:
The reported event is unconfirmed as the device met specifications. A bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. There were no canister cracks present. There was no residue present throughout canister. Stop valve opened and closed freely. While plugged in, there is light and sound indicative of the pump functioning. No abnormal electrical activity during the evaluation the device passed with a value of 2.262 slpm. Once the system was powered on and ran for 30 seconds, the device passed by showing a 500g increase in 16.62 seconds. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling/packaging review is not required as the reported event is unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the patient was having a suction problem with the purewick urine collection system, and it was not working as it should. Also stated the purewick urine collection system worked on and off, tried precautionary steps and still experienced leakage. It was noted that the patient had been using the purewick products for less than 90 days. Per follow-up with customer via phone on 13dec2021, stated that the machine was not suctioning properly and also added they thought the machine shocked the patient and the patient did not feel safe using it. Per cardinal health email on 15dec2021, it was reported that the purewick urine collection system would not suction properly. Per additional information from cardinal health, it was reported that the purewick urine collection system was not suctioning, and the user did not feel safe.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate component selection". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "safety and warnings always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Use only the purewick¿ urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty". It also states "note: the device should be positioned for easy access to the a/c inlet and power cord. Note: make sure the power switch is turned off before connecting the power". It also states "do not use the device if it is damaged or defective, including, but not limited to the following: ¿ cracks ¿ separated housing ¿ not suctioning properly or no suction ¿ damaged power cord." Correction: h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient was having a suction problem with the purewick urine collection system and it was not working as it should. Also stated the purewick urine collection system worked on and off, tried precautionary steps and still experienced leakage. It was noted that the patient had been using the purewick products for less than 90 days. Per customer via phone on (B)(6) 2021, stated that the machine was not suctioning properly and also added they thought the machine shocked the patient and the patient did not feel safe using it. Per cardinal health email on (B)(6) 2021, it was reported that the purewick urine collection system would not suction properly. Per additional information from cardinal health, it was reported that the purewick urine collection system was not suctioning and user did not feel safe.